Event description:
Procedure: esophagectomy. According to the reporter: when firing, the device staples did not form. Doctor noticed a leak, and then a competitor's device was used which failed. Used another endo gia universal instrument and was able to continue the case. The pt was returned back to hospital in one week with a leak. No other information was provided. The doctor did state that pt tissue was very hard.

Manufacturer narrative:
Initial report sent to FDA on 09/24/2009.